Manufacturer narrative:
Product event summary: the outflow graft was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files revealed a slight decrease in power consumption on (B)(6) 2017. Three (3) low flow alarms were logged on 25apr2017. Of note, it was reported that the patient was treated with an outflow graft stent, after which power consumption returned to baseline parameters. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the observed low flows may be attributed to occlusion of the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The outflow graft is designed to provide a connection between the outflow of the pump and the anastomosis to the patient's ascending aorta. According to the instructions for use (IFU) the outflow graft package should be examined to ensure that it is unopened and without visible damage. The IFU details the correct procedure for connecting the outflow graft, strain relief and pump together. Excessive tension or force should be avoided as it will damage the polyester fibers and the gelatin impregnation. Of note, the IFU warns that during attachment of the outflow graft to the pump, the graft clamp should be rotated so that the clamp screw is located on the inner side of the outflow graft to avoid tissue irritation or damage. Users are to gently pull on the outflow graft and strain relief to verify secure placement of the graft clamp to the outflow conduit. After assembly, users are instructed to inspect the outflow raft and strain relief for any kinks or twisting and to re-attach the graft if necessary. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A report was received that a patient developed symptoms reported to have been similar to those he had experienced on (B)(6) 2016. The patient is reported to have been afebrile with a heart rate of 79-91bpm and a respiratory rate of 11-21/min. Of note, the patient had had a previously reported outflow graft occlusion with thrombotic material that was treated with a balloon-expandable stent. The presentation symptoms for that event included shortness of breath, dizziness and a decreased oxygen saturation. The site opted to treat the patient with two 11 x 59mm balloon-expandable covered stents. This treatment resulted in effacement just proximal to the new stent. The medical team found that each stent was moving the point of angulation proximally with each stent deployment and felt that patient may require further stenting into the housing unit. The event was reported to have been resolved on (B)(6) 2017 when he was discharged home. The primary investigator reported that the event was related to the study device system and unrelated to the implant procedure or the patient's condition. No further information has been provided.

Manufacturer narrative:
The outflow graft was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since no supporting evidence was provided by the site. Review of the controller log files was not performed since log files covering the event date were not available for analysis. Based on the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.